Event description:
Reporter indicated that pt believes that her vns therapy system may no longer be working as she has not felt device stimulation for many months and has experienced an increase in seizure activity. The pt reports that there is a "glob of wires you can feel near the stimulator", which was not there before. The pt was recently seen by treating neurologist who reportedly could not communicate with the device. The pt has been referred to surgeon for consult. Investigation to date has been unable to confirm proper device function.